Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 11/20/2017. Device returned to manufacturer? Yes. Device evaluation: visual inspection at 10x microscope magnification was performed. The lens was returned cut in two pieces. Loose fibers/particles were observed on the lens pieces related to the handling of the unit out of a sterile environment. Residues of lubricant material were also observed on the lens pieces. Both haptics were observed distorted. The condition of the returned lens is consistent with a unit that has been previously handled and prepared for surgical use. Due to the conditions of the lens returned, the complaint issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: (B)(6). Sex/gender: female. Additional information received: the customer stated that the physician thought the lens inside the box had incorrect diopter. There were no patient complications such as incision enlargement, vitrectomy, or capsule tear when removing the lens from the right eye (od). It was reported that the patient is doing well. If explanted; give date: (B)(6) 2017. Reporter: dr. (B)(6), occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: exact date is unknown/ not provided, best estimate is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to a poor post-operative visual outcome. The doctor believes the iol may have been mislabeled. The lens was replaced with another z9002 iol of a lower diopter (22.0). The patient is reported as doing fine. No additional information was provided to abbott medical optics.